Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: twenty-four 20019e7d samples from lot 20095130 were received for investigation; one in opened packaging with signs of previous usage and twenty-three inside sealed packaging. A visual inspection of each of the returned samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample received in open packaging and three samples received in sealed packaging were subjected to functional testing by connecting each smartsite component to a 50ml bd plastipak syringe, and to a 10ml bd luer slip syringe from stock and flushing with fluid; no occlusion or flow restrictions were identified during testing. The remaining samples received in sealed packaging were then subjected to flow testing under controlled testing conditions; no occlusions or flow restrictions were observed throughout testing. A review of the production records for lot 20095130 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that 2 y ext w/vlv ports & 2 sld clp, 7 day sets had flow issues during use. The following information was provided by the initial reporter, translated from dutch to english: "complaint about the article smart sites (double port) had that at 1 point was not accessible and therefore not usable." "Y-site 2x was a lumen impermeable."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 y ext w/vlv ports & 2 sld clp, 7 day sets had flow issues during use. The following information was provided by the initial reporter, translated from dutch to english: "complaint about the article smart sites (double port) had that at 1 point was not accessible and therefore not usable". "Y-site 2x was a lumen impermeable".